Manufacturer narrative:
Block b3: exact date unknown, event occurred past couple of years from the date manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model:sc-2317-50 serial: (B)(6). Batch: 7074553 UDI:(B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial:(B)(6). Batch: 7074551 UDI:(B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). Difficulty communicating with the charging puck was also noted. The patient underwent a spinal cord stimulation (scs) system explant procedure and was doing well postoperatively. The explanted device was disposed of by the facility.

Manufacturer narrative:
Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). Difficulty communicating with the charging puck was also noted. The patient underwent a spinal cord stimulation (scs) system explant procedure and was doing well postoperatively. The explanted device was disposed of by the facility.